Manufacturer narrative:
G4: 24feb2021. B4: 01mar2021. H11:g5: k102985. H10: the device was not in clinical use at the time of the event. There was no report of patient involvement. A philips field service engineer (fse) was dispatched to the customer site and it was determined that the user interface assembly needed to be replaced to return the device to working condition. The fse replaced the user interface assembly to resolve the issue and bring the device back to functionality. The removed user interface (ui) assembly was returned to the failure investigation lab (fi). The fi technician installed the user interface (ui) assembly into a fi ventilator to duplicate the reported issue. During testing it was found that a burnt out cold cathode fluorescent lamp (ccfl) backlight causes the dim display. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. (B)(6)2020. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the device had a bank display. The device was reported as being in use at the time of the event on a patient. The initial reporter confirmed that there was no adverse patient impact.